Event description:
The black plastic tubing that protects the sharp prongs on the kontron adapter was difficlut to remove. This caused a delay in the insertion of the balloon in the pt. No product was returned to datascope for evaluation. (Event complications: unknown - reported 1/9/1998.) (Pt's current status: unk - rpt'd 1/9/1998.)

Event description:
The black plastic tubing that protects the sharp prongs on the kontron adapter was difficult to remove. This caused a delay in the insertion of the balloon in the pt. No product was returned to datascope for evaluation. (Event complication: unknown - reported 1/9/1998.) (Pt's current status: unk - rpt'd 1/9/1998.)